Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8155777. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200763523] noted that did not pertain to the complaint. There was one (1) notification [200761724] noted for damaged tips. There was one (1) notification [200761699] noted for missing print. H3 other text : see h.10.

Event description:
Material no. 328468 batch no. 8155777 it was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the barrel is curved and there is a slice in it. Additionally the scale print is missing from syringe. The following information was provided by the initial reporter: consumer reported barrel curved, slice in barrel and scale print missing (1 syringe). Problem occurred about two months ago.

Event description:
Material no. 328468 batch no. 8155777. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the barrel is curved and there is a slice in it. Additionally the scale print is missing from syringe. The following information was provided by the initial reporter: consumer reported barrel curved, slice in barrel and scale print missing (1 syringe). Problem occurred about two months ago.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the barrel is curved and sliced and scale print is missing. The returned syringe was examined and exhibited a damaged barrel with cracks around the 13 unit marking causing the barrel to be bent. Also some of the scale markings were partially missing. A review of the device history record was completed for batch# 8155777. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for damaged tips. There was one (1) notification (B)(4) noted for missing print. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6) 2019, holdrege received a complaint, via a picture, from material 328468, batch 8155777. The sample was requested, and arrived in holdrege on 05nov2019. The sample was a loose 0.5ml syringe. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringe found the barrel slightly dented with a gouge at the 13 scale mark. The ¿5¿ of the ¿15¿ was partially missing due to the damage from the dent and gouge. The scale lines from the 28 to 37 were missing print in the center of the lines. Printer process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Assembly machine process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328468, batch no. 8155777. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the barrel is curved and there is a slice in it. Additionally the scale print is missing from syringe. The following information was provided by the initial reporter: consumer reported barrel curved, slice in barrel and scale print missing (1 syringe). Problem occurred about two months ago.